Event description:
Customer reports to have received a button error alarm while attempting to enter blood glucose for bolus and was not able to clear. Customer's blood glucose was 90 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, minor scratched display window and missing the end cap sticker.